Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. Since (B)(6) 2021 the customer has experienced elevated blood glucose levels of up to 300 mg/dl. The customer administered correction boluses through the infusion device, however blood glucose remained high. On (B)(6) 2021 the customer experienced elevated blood glucose symptoms and nausea. The customer obtained a blood glucose result of 500 mg/dl and her daughter transported her to the hospital. The customer was admitted into the hospital with a blood glucose result of 530 mg/dl and was treated with a liprolog insulin pen. The doctor alleged that the pump was not working correctly, and was delivering an inaccurate amount of insulin. The customer was hospitalized for 5 days.